Manufacturer narrative:
Per -3719 final report. It was reported that the surgeon had suspicions that the smallest unity femoral size ( size 3) would be too large for the patient. This suspicion was confirmed with the measurements performed during surgery. The surgical team had to source another company's trays. The failure mode is not attributed to a failure of the product. X-ray templates are provided in order to select the appropriate size of the femoral implant. In case a patient requires a femoral implant in size 2, it is recommended to switch system. Unity femoral implant in size 1 and 2 are called a "micro size". As indicated in the surgical techniques manual, the unity femoral implant is not available in micro-sizes. Based on this, corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
The size 3 unity knee was oversized and there is no unity knee size 2 in corin portfolio. The surgeon had to change implant to a persona knee to accommodate for small patient. This caused a surgical delay 20-40 minutes.

Manufacturer narrative:
(B)(4) initial report. Additional information, including the device details, the reason for the preparation for a unity knee size 3, and an explanation of the delay in surgery were requested to the reporter. Available information will be detailed in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
The size 3 unity knee was oversized and there is no unity knee size 2 in corin portfolio. The surgeon had to change implant to a persona knee to accomodate for small patient. This caused a surgical delay 20-40 minutes.